Event description:
A customer reported that their insulin pump emitted an alarm 20 during use, indicating an issue while pumping. The customer's blood glucose level did not exceed 500 mg/dl, implying no adverse impact. Technical support assisted the customer in attempting to load a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. As a resolution, technical support decided to replace the faulty pump. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was guided on how to store and return the malfunctioning pump using a pre-paid label and acknowledged the instructions provided by technical support.